Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: conclusion on the system: system was operational during testing. Conclusion on the identification: regarding the information provided, the most probable identifications were: actinotignum urinale for sample ID (B)(6). Elizabethkingia anophelis for samples ID (B)(6). Suspected root cause of the issue: non optimal spot preparation -system limitation (species not included in the knowledge base): vitek® ms system identification is based on a species pattern classification. The system limitation is due to the use of a predictive modeling based on a supervised learning. Typically, such a model includes an algorithm that learns certain properties (peaks presence) from a training spectra dataset in order to make those predictions. When the microorganism tested is not part of the training dataset, no specific species pattern will be available in the database for comparison. Consequently, the system can give: no identification (most probable answer) when the spectrum acquired doesn't match with any species pattern. An incorrect single choice identification to the nearest pattern species (often same genus than expected) when the spectrum acquired presents high level of similarity with a specific species pattern present in the database. A low discrimination identification (often the same genus than expected) when the spectrum acquired presents high level of similarity with multiple specific species patterns present in the database. This limitation is mentioned in the vitek® ms knowledge base v3.0 user manual: "testing of species not found in the database may result in an unidentified result or a misidentification." Recommended actions: continue to monitor closely the vitek® ms system. Check the spot preparation quality with the customer (training material is available in order to help customer for spot preparation: videos)".

Event description:
A customer from (B)(6) notified biomérieux of the misidentification of two proficiency quality strains in association with the vitek® ms instrument (reference 410895). The customer reported the following results: strain 1 ((B)(6)): vitek® ms obtained identification of actinomyces denticolens 99.9%. Expected result actinotignum urinale. Strain 2 ((B)(6) - these are reported to be the same strain): vitek® ms obtained identification of elizabethkingia meningoseptica 99.9%. Expected result elizabethkingia anophelis. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. There were no patients associated with these quality control strains. A biomérieux internal investigation will be initiated.